Event description:
Patient under general anesthesia for vitrectomy procedure r eye. Thirty minutes into procedure anesthesiologist noted decrease in co 2 and EKG changes and subsequent cardiac arrest. Resuscitation was unsuccessful. Post mortem examination revealed patient died due to massive air embolism. Prior to code, surgeon was infusing air into patient's r eye at approximately 40 mm hg via 4 mm infusion cannula. Cannula connected by tubing to nevyas/brucker air delivery system manufactured by diversatronics, inc. Air delivery system evaluated and found to be working properly. *infusion cannula and tubing discarded after proceduredevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, invalid data. The device was destroyed/disposed of.